Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that oversensing was observed. Pt received inappropriate shocks, and atp was delivered which in every case accelerated the pt into vp. The device was clinically resolved by reprogramming. At a subsequent f/u, t wave oversensing and a decrease in r wave sensing were observed. The pace sense portion of the lead was capped.